Event description:
Procedure: auxiliary lymph node dissect. Surgeon was straightening out the cautery pencil cord after removing the pencil from its packaging. As the surgeon was straightening the cord, she pushed the button in error and activated the pencil inadvertently cauterizing the skin of the patient.

Manufacturer narrative:
The suspect device was not returned to conmed for evaluation. This event is deemed as user error. The instructions for use for the conmed cautery pencil, states the following: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.